Event description:
The device did not transfer defibrillator energy to the pt when the paddles discharge buttons were pressed. This opinion was based on the lack of expected pt muscular reaction to the defibrillator discharge.